Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the balance middleweight guide wire was being used as a buddy wire for a fractional flow reserve (ffr) wire in the distal left anterior descending (lad) coronary artery. When removed from the patient, the distal end had uncoiled (not stretched or separated). After wiping down the guide wire, fragments of material were found on the napkin and on the operator's glove. No material was noted to be left in the patient. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break and peeling of the wire were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use or resistance during advancement which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement against the anatomy and/or other devices used the guide wire coils became offset or misaligned and likely causing the appearance of the distal end of the wire breaking. The noted bend on the shaping ribbon is consistent with the tip shape process of the wire prior to use. The noted teflon coating scratches likely occurred during retraction through the torque device used in the procedure and was likely what was reported or observed as fragments of the material coming off or peeling off. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received (B)(6) 2019 indicates that the fragments of material were noted just after withdrawing the guide wire from the patient. As the issue was noted right after removal from the anatomy, it cannot be confirmed that there was no material left in the patient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Upgraded from malfunction to serious injury.